Manufacturer narrative:
Investigation: one year of service history was reviewed for this device; it had several service repairs for the cassette not lowered and other cassette position alarms. Root cause: a definitive root cause could not be determined for this issue. There are no known performance-related causes for the mid-run occurrence of this alarm. This device was pulled from service for continued issues.

Manufacturer narrative:
This report is being filed to provide additional information.

Manufacturer narrative:
Although a service call was not conducted for this event, other service calls were carried out, citing similar issues, such as cassette malfunctions and alignment problems. Diagnostics from these service calls showed a bad electrical connection and cassette sensor alignment problems. The machine was cleaned, and the cassette position sensors were aligned and recalibrated. The run data file (rdf) was analyzed for this event. Review of the run data file for this procedure confirmed the occurrence of the ¿cassette was not lowered¿ alarm approximately 80 minutes into the procedure. There are no known performance-related causes for the generation of this alarm mid-run. Investigation is in process. A follow-up report will be provided.

Event description:
The patient's weight and gender were obtained from the run data file.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a leukopheresis procedure, they received an alarm that the machine did not detect the cassette of the disposable set, which ended the procedure. They restarted the procedure but the alarm occurred again. Rinseback to the patient could not be performed after the alarms. The patient had to have a transfusion of two units of red blood cells. Due to EU personal data protection laws, the patient information is not available from the customer.